Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining high or erratic patient results upon rerun generated on the coulter ac t 8/10 analyzer. Review of the printouts, provided by the customer, shows three (3) patients were run in pre-dilute (pd) mode on three (3) different dates ((B)(6) 2012) where white blood count (wbc) and hemoglobin (hgb) results were erratic. This report documents the results generated on (B)(6) 2012 from one (1) patient sample where an instrument generated flag was displayed on the wbc for the second rerun. The results provided by the customer are shown in the attachment section of this report. The erroneous results were reported out of the laboratory; however, corrected results were reported and matched patient history. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
The customer stated they only analyzed wbc and hgb results and all three (3) patients were drawn via finger stick and a pre-dilution was made. The customer also indicated that samples run in whole blood (wb) have not been impacted by this issue. Service was not dispatched on customer site for this event. An fse contacted the customer via phone and reviewed qc results. The fse recommended to customer to run reproducibility to check precision and calibrate. The failure mode for this event is unknown to date. The following mdrs (total count: 3) listed below includes the complete list of reports submitted for this event that occurred on different dates at this customer site: 1061932-2012-01887, 1061932-2012-01888, 1061932-2012-01889.